Event description:
It was reported that a malfunction alarm occurred. Customer experienced a blood glucose level of 40 mg/dl. Customer consumed carbohydrates to address bg level. The customer reverted to manual injections for insulin therapy.